Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and the left ventricular (lv) lead had a high pacing threshold. The crt-d was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery was approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.